Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed it appears that the user technique/procedural circumstances likely influenced the reported unintended movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report unintended clip movement. It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr), with an mr grade of 4+. The steerable guide catheter (sgc), was inserted; however, when turning the +/- knob in the plus direction about 1/4 of a turn; the knob felt loose and turned back to neutral; causing the clip to move a little. Extra plus was added, the knob held fine and the sgc was used without further issue. Two clips were implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.